Event description:
ICD, model #7219c, serial# tbl201694r was unable to be interrogated. Device was explanted and returned to co for analysis. 6936-65cm lead was capped and a new lead was implanted with a new 7220c device.